Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and worked with the customer to restart it. During the restart, it was identified that the system was stuck in bootup. A philips field service engineer (fse) examined the system on-site and confirmed the system did not boot up completely. Upon troubleshooting, the fse found that there was no communication between the suite pc and the x-ray system. Further diagnosis revealed a problem with the suite pc operating system. To resolve the issue, the fse reinstalled the suite pc and its software. After the reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.